Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to erosion and extrusion. The right cylinder extruded into the distal urethra. The cylinder on left side only was retained to allow for healing. A malleable device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: item number, UDI number, catalogue number the lot number was reviewed for complaint trend and no trends identified. There were no capas identified against this lot number.